Event description:
It was reported that this patient with this electrode received an inappropriate shock due to t wave oversensing of wide complex for possible bundle branch block. Low amplitude qrs complexes and bradycardia were observed along with oversensing of p waves. Ts recommended options to the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.